Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.